Manufacturer narrative:
Block b3: exact date unknown, event occurred within the past few weeks from date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI., upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20567012.

Event description:
It was reported that the patient was experiencing worsening back pain due to lead migration which was confirmed via imaging. It was also noted that the patients lead was exposed from the midline incision. The patient was sent to the emergency room (ER) and was admitted to the hospital for further evaluation and treatment. No further information has been obtained despite good faith efforts.